Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. . Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported that an unspecified bd syringe separated from the hub at an unspecified time. The following was reported by the initial reporter: "it was reported that the needle hub separated. Verbatim: voicemail: consumer reported that the needle hub separated. 09-15-20: I returned consumer's call and left a voicemail for return call."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check for needle hub separates due to unknown lot number. H3 other text : see h.10.

Event description:
It was reported that an unspecified bd syringe separated from the hub at an unspecified time. The following was reported by the initial reporter: "it was reported that the needle hub separated. Verbatim: voicemail: consumer reported that the needle hub separated. 09-15-20: I returned consumer's call and left a voicemail for return call."